Event description:
The event occurred in russia. It was reported that the error message ¿head error¿ occurred on the rotaflow console after reaching 3000 revolutions per minute (rpm). The incident occurred after the end of treatment. The rotaflow drive and the rotaflow control board pcba are defected. As stated by the field service technician, the reported issue is a user error, as the customer reconnected the cable with the console which was in operation. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop during treatment, therefore a report in the us is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
The event occurred in russia. It was reported that the error message ¿head error¿ occurred on the rotaflow console after reaching 3000 revolutions per minute (rpm). The incident occurred after the end of treatment. The patient was no longer connected to the machine. Upon inspection of the device, the control board on the rotaflow console and the rotaflow drive were detected as defective. As stated by the field service technician, the reported issue is a user error, as the customer reconnected the cable with the console which was in operation. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop during treatment, therefore a report is required. The affected rotaflow console (rfc) with s/n number (B)(6) and the rotaflow drive (rfd) were investigated by a getinge service technician and the reported "head error" could be confirmed on the rfc and the rfd. The rf control board (article number 701034051) has been replaced on the rfc. And the affected rotaflow drive has been replaced with a new one. The unit is working as intended and is back in use. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rotaflow drive and / or the control board has to be replaced. Based on these investigation results the reported failure "head error" could be confirmed. Rotaflow console: the review of the non-conformities has been performed on (B)(6) 2024 for the period of (B)(6) 2020 to (B)(6) 2024. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in (B)(6) 2020. The review of the non-conformities for the affected rotaflow drive cannot be performed, as the serialnumber is not available. Further information regarding the serial number for the rotaflow drive was requested but was not available. In case significant information becomes available the complaint will be reopened and necessary steps will be initiated. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).